Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 01/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately eight months and eight days later post a port placement for the access for chemotherapy treatment, the port allegedly had suction problem. It was further reported that patient had face and neck swelling. Reportedly, patient was diagnosed with fibrin sheath formation around the tip of the catheter and thrombus. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that approximately eight months and eight days later post a port placement for the access for chemotherapy treatment, the port allegedly had suction problem. It was further reported that patient had face and neck swelling. Reportedly, patient was diagnosed with fibrin sheath formation around the tip of the catheter and thrombus. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that the patient underwent right jugular tunneled power port placement for treatment of left upper lobe lung mass. Placement procedure was performed and completed. Approximately eight months eight days post placement patient presented to hospital for port check. Port accessed but no blood aspirated. A central venous catheter was checked. The right chest port reservoir was accessed and demonstrated catheter position. Contrast injection demonstrates no evidence of extravasation. Fibrin sheath was noted surrounding the tip of the catheter. Tpa were administered and needle was removed from the port reservoir. Approximately after nine months and six days post last visit, patient presented to hospital with the complaints of facial and neck swelling. A computed tomography of neck with contrast study was performed which showed diffuse subcutaneous edema of the upper chest and neck. One day later repeated the computed tomography of neck was performed which showed persistent retropharyngeal edema/soft tissue edema. Left jugular vein/left subclavian and possibly right subclavian thrombus concerning for svc syndrome and possible vascular stenosis. Vascular surgeon was consulted and advised to continue anticoagulation. She was started on eliquis and tolerated. She was stable and discharged to home. Approximately after eleven days from discharge patient presented to hospital with the complaints of arm swelling. She has been on eliquis since last visit and has been compliant. A CT angiogram of chest was performed which showed no pulmonary embolism. An ultrasound doppler venous left arm was performed which showed continued abnormal intraluminal filling defects noted in the left internal jugular vein. Patient was diagnosed with acute deep vein thrombosis of the left upper extremity. Discussed with vascular surgery and this was not a treatment failure and advised to continue eliquis treatment. Approximately after eighteen days post last visit patient presented to hospital for port removal procedure for completed treatment of lung cancer. Port removal procedure was completed and confirmed by fluoroscopy. Therefore, the investigation is confirmed for the reported suction problem and fibrin sheath formation. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.